Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports a lack of visible results with the byte system. Visited the dentist who performed an evaluation and recommends discontinuing the treatment due to orthodontic and periodontal health considerations. Moreover, examination notes indicated moderate anterior open bite and patient actively receiving periodontal treatment which suggest unsuitable candidate for remote aligner therapy.